Event description:
Customer called to report that she had low blood glucose, paramedics were called and she was hospitalized. The blood glucose reading was 36 mg/dl when paramedics arrived. Customer stated that she had low blood glucose because she did not eat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.